Manufacturer narrative:
The fse found the transformer in the upper left corner of the pcb to be drawing too much current. The transformer and wiring harness were burnt and the connection plugs were destroyed. Most materials surrounding the transformer are flame resistant and burned parts at this site would always be contained. (B)(4).

Event description:
The customer reported the au640 clinical chemistry analyzer's printed circuit board (pcb), located by the reagent compartment caught on fire. No one was in the laboratory when the event occurred. There was no report of injury. Medical attention was not sought and the fire department was not contacted. The fire was contained within the instrument, and there was no reported damage to other equipment or property. A beckman coulter (bec) field service engineer (fse) evaluated the analyzer at the facility.